Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - (B)(6) 2015 (exact date unknown). There are warnings in the package insert that state this type of event can occur. Under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is 2 of 2 mdrs being filed for the same event (reference 3002806535-2015-00229 & 00230).

Event description:
It was reported that patient underwent a total hip arthroplasty in (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocations.